Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that they received a call back and they said that all he did was move the coupler down a little bit and he got perfect charging intensity and there is no longer a problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported the patient was able to start a charge session but is unable to get any coupling boxes to fill in. Caller stated they are charging over clothing but have also charged on bare skin but noted that she is still healing so they don't want to put anything directly over it. Caller states he doesn't believe they turned the patient's implant on yet and they aren't doing so until their appointment with their doctor. Caller said he was worried of it going to overdischarge so he's trying to keep it charged until then. The caller further reported that the patient's programmer would not connect to the patient's implant. Caller said he believes it is not connecting because they haven't turned the implant on yet. Caller tried connecting over the phone but they are getting the poor communication screen and the splash screen. Further information was received from the rep stating that they conferences with the patient's husband who was working with the external components. Husband says that his wife doesn't feel stimulation per se, but it's unclear if she is getting therapy or not. Patient has a rechargeable device. They are able to communicate with the recharger and are working on charging the first quartile of ins.. At time of call, husband couldn't get any bars filled on the recharger. After about 30 minutes, he was able to get 2 bars coupling. They tried to reposition the antenna, as well as turning the dial on recharge antenna but this didn't resolve the coupling issue. They did a short prm but this didn't resolve the issue with the patient programmer and didn't change coupling at all. Husband has fresh batteries in patient programmer and he had already tried using a different patient programmer. No falls or trauma, no bandages or swelling. No symptoms were reported. No further complications were reported or anticipated.